Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customer reported that the pump depleted and shut off in the night on (B)(6) 2016. The customer did not check blood glucose (bg) level when this occurred. There was no reported impact to the customers bg level. During the call with tandem technical support (cts), review of the pump data indicated that the pump battery gauge was charged to 70% and had dropped to 20%. The customer reported bg level of (206 mg/dl). The customer took a bolus. It was indicated that the customer would continue to use the pump until the replacement arrives. In addition, during the call with cts the customer reported to have experienced high bg's above (400 mg/dl) earlier this week. The customer did not specify which days exactly. Customer stated to not be using pump therapy at the time of the event and the high bg's were due to uncontrolled mdi. Customer took manual injection (mdi) to address high bg's.